Event description:
Good faith attempts were made and no further information was attained.

Event description:
Information was received that a vns patient had their battery changed on (B)(6) 2012, at around 9 am due to past eos. The surgeon and his nurse practitioner did the programming and diagnostics in the or. Diagnostics were run twice in the or with lead impedance being within range. Two hours later when the neurologist went down to recovery to turn the device back on and run diagnostics, she received a high lead impedance >10,000. She ran diagnostics twice with the same results. The patient was scheduled for surgery the next day. It is not believed x-rays were taken preoperatively as their device was at end of battery life and was to be just a generator replacement surgery. The patient was taken to surgery and had a full revision performed. An obvious lead break was not seen and there was no fall that could have caused the issue. The lead was 11 years old so the surgeon opted to replace the lead. No pin reinsertion was performed. The explanted product is at the manufacture pending completion of product analysis .

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The lead assembly was returned for analysis. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than cosmetic observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Two sets of setscrew marks were seen on the marked connector pin and three sets of setscrew marks were seen on the unmarked connector pin providing evidence that proper contact between the setscrews and the connector pins existed at least once. Generator pa was completed. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.